Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient reported blurry vision and multifocal intolerance. The iol was exchanged in a secondary procedure for an iol by a different manufacturer approximately 5 years after the initial implantation. Additional information was provided by the initial reporter on that there was no patient harm. The patient's vision has improved since the iol exchange. The replacement iol is .5d difference in power from the original iol.